Event description:
The pt reported that during a stress test procedure using a gamma camera with the stimulator turned off, it turned on, increased the rate and shocked him. Pt said his device apparently had reset itself to por, he felt like his "battery was going to explode, like it was buzzing". The sensation started as the gamma camera approached his stomach during the stress test. The test had to be stopped and was rescheduled for at later date. While at home after the stress test, the pt felt "pulsing stimulation" that he had not felt before. The stimulation was adjusted using the patient's programmer, the device was helping patient's original pain in lower extremity and the pulsating sensation was resolved at the time. The next day, the pt complaint of severe pain at the incision, some pain at left lumbar region and sharp pain at the generator site while the stimulation was turned on. The pain resolved by turning the stimulation off, but the sensitivity at incision site persisted. The device was providing appropriate pain relief, but the pt elected to keep the device off due to the severe pain at the spinal incision site. Pt went to the emergency room complaining of sharp pain running down his back and bolts down his leg. Oral medications were prescribed. The manufacturer's representative reported that the pt was getting stimulation on all leads, the stimulator 'was not racing' and that stimulation for the pt needed to be set high for sitting and low for standing. He stated that he was unable to run impedance checks because the pt was too uncomfortable. He confirmed that at 1v all readings appeared normal. Two weeks after onset of symptoms, pt reported stimulation around his stomach and difficulties to adjust stimulation using the pt programmer, he turned the stimulation off using a magnet. He now reported that there was vibration and pain at the stimulator site whether the stimulator was turned on or off. The pt returned to the ER complaining of pain and a shocking or jolting sensation in the abdomen. On a later date, the pt reported that while he was sleeping the device suddenly turned itself on, increased in rate and it made a "ringing" sound- "like that of an old type telephone". He also felt vibration around the device, on the left side of his stomach, both sides of his back and left testicle. With assistance, he was able to turn stimulation off using a magnet.